Event description:
7-28, at approx 12 noon, don was called and responded to south wing. Resident was seated in her reclining chair in front of nurse's station. Her right middle finger was bandaged with 4x4's and tape and an aide had it elevated, ice bag applied. Investigation: present in lounge at time of the incident were 3 cna's and a lpn. Don personally interviewed the staff members present at time of the incident. The cna's all observed that resident's hands were both in her lap after the cna positioned her torso before she went around to back of the chair to raise her before feeding. The lpn had her back turned and did not directly observe the incident. Resident is uninterviewable due to dementia. Conclusion: as a result of staff interviews and reviewing their statements, don concluded that all staff acted appropriately. There is no credible evidence to sustain a finding of abuse, mistreatment or neglect. This was an unavoidable accident. Cna went into the lounge on south wing to feed the resident. Cna noticed resident was leaning to the right so the cna adjusted her shoulders with both of her hands in her lap. Cna went around to the back of the chair and lifted up bar in the back of the chair. Cna came around to the front of the chair and noticed her right hand had fallen down between the arm and seat of the chair. Cna lifted resident's hand with no resistance and noticed her hand was bleeding. Cna called the nurse right away and she took it from there. During lunchtime, pt was brought into lounge for feeding by cna. Resident was positioned so that she was sitting with both hands in lap. Aide went to back of chair, lifted leverage bar to sit pt up. Aide went to side of geri-chair and noticed that resident had right hand down at side. Aide picked the resident's hand up to put on lap and noted that her hand was bleeding. Nurse was notified and 4x4's were applied to stop bleeding. At noon time on 7/28 the cna was in the lounge fixing a tray for a resident, cna turned around to move out of the way so another aide could set up a resident's chair. Both of the residents hands were on her lap at this point. Cna turned back to continue when another aide yelled to the nurse. Cna turned back around to see part of resident's finger hanging off. Nurse asked the cna to get 4x4's and tape. She took over from there. Nurse had entered the south wing lounge with a resident's lunch tray at about 11:55 am. Nurse was placing the tray down and had her back to the door and to the other resident. Aide hollered to nurse. The nurse turned around and aide said "her finger is cut". Nurse went to the resident's chair and picked up her hand and immediately noted that the top part of her right middle finger was cut and hanging off sideways. Nurse yelled to another aide to get some 4x4's and nurse wrapped finger as well as repositioned the tip back on. Nurse used enough 4x4's that no blood touched her hands. At no time did resident holler out or cry.